Manufacturer narrative:
D9 - date returned to MFR: 2/26/2026. Received one (1) used 7" (18 cm) smallbore trifuse ext set w/3 microclave¿ clear, 3 clamps, luer lock. Unknown lot #. No visual damages or anomalies were observed. The reported complaint of a leak could be confirmed. The returned sample was tested and a leak was observed at the connection of the tubing and the male luer. A small tear was observed on the tubing at the luer connection. The probable cause of the leak is from an unintentional pulling force during use.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown.

Event description:
An event involving a 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave® clear, 3 clamps, luer lock reported that the patient receiving fluids and meds through a trifuse tubing adaptor and it started to leak profusely. Patient was receiving lactated ringers (lr) maintenance fluids and lacosamide for seizures. Small amount of fluid/medication lost due to leakage and volume replacement. Potential for a lower seizure threshold due to underdose of scheduled seizure med because of leakage. There was patient involvement and no patient harm/adverse event reported.